Event description:
After receiving 10,000 units of heparin, the pt underwent percutaneous transluminal coronary angioplasty with stent placement. The cardiologist inserted a prostar 9 fr pvs device for closure of the arteriotomy site. Hemostasis was not obtained when the device was inserted and the cardiologist noted bleeding around the sheath. The cardiologist decided to proceed with closure, but hemostasis was not obtained despite proper device function. The cardiologist removed the sutures and the 9 fr device and replaced the 9 fr with an 11 fr sheath. Hemostasis was not obtained around the 11 fr sheath. The 11 fr sheath was replaced with a 14 fr sheath. Hemostasis was obtained at this point with no signs of hematoma, and femstop was applied. When the femstop was removed later that same evening, oozing and hematoma were noted at the site. The patient was sent to surgery for vascular repair. The surgeon noted an arterial tear lateral to the puncture site. The patient's recovery was uneventful. Field information indicates that there was no malfunction of the device. The instructions for use clearly list under "special patient populations" for which the safety and effectiveness of the prostar device have not been established patients with common femoral artery (cfa) calcium which is fluroscopically visible. It was noted that this pt had a large amount of calcification in the cfa. Also, there was no difficulty inserting the techstar device and hemostasis was not obtained around the device on insertion, suggesting that the arterial tear may have existed before the prostar device was inserted. The techstar device is not designed to close an arterial tear. There is no indication that the perclose device either malfunctioned or caused or contributed to this event. This report is being submitted because an event occurred which may be construed to fall within the reporting requirements of 21 cfr part 803.